Event description:
Related manufacturer reference number: 2017865-2022-38775. During a remote follow-up, episodes of noise resulting in oversensing were observed on both the right ventricular (rv) and right atrial (ra) leads. Rv and ra lead damage was suspected, but was unable to be confirmed. Furthermore, provocative testing was performed, but the noise was unable to be reproduced. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.